Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; bg cause unknown. Customer consumed carbohydrates to treat low bg. Additionally, it was reported that the customer experienced an elevated bg of over 600 mg/dl. Customer delivered a correction bolus via pump, manual injections, and changed the infusion set site to treat elevated bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.